Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, per report, the coronary occlusion was attributed to a left coronary cusp nodule that protruded towards the lm during valve deployment . The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transfemoral tavr procedure, the patient sustained a coronary artery occlusion. Initially, the valve was placed in a 60:40 aortic/ventricular position due to the physician¿s concern that the lvot would cause a conduction abnormality. During deployment, the valve landed 80:20 a/v and a calcification nodule became displaced via the left main (lm) trunk, causing st depressions and requiring cardiopulmonary support. The patient was placed on bypass while multiple unsuccessful attempts to cannulate the lm were performed. A sternotomy was then performed to remove the nodule of calcification without issues. The patient was then sent to critical care unit intubated and a balloon pump was inserted. Post 24hrs the patient was extubated and seemed to be doing well in recovery. The patient was discharged 5 days post procedure. The native annular diameter measured 27.4mm x20.6mm, with an area of 427.9mm² by CT and 22mm by tee. There was bulky annular calcification and severe leaflet calcification. The coronary occlusion was attributed to the left coronary cusp nodule that protruded towards the lm during valve deployment.